Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the leg. The cannula was found to be bent after removal. At the hospital, the patient was placed on 2 drips (unspecified) and bolus corrections were delivered through a new pod.